Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an elective ipg replacement procedure on (B)(6) 2023 the 1-8 lead was accidentally severed during the procedure. In turn, the contacts were removed and the ipg header was plugged with a port plus. The remaining contacts of the lead are still implanted and providing therapy.